Event description:
Major pump unit(s) involved: external control system failureadditional text: ground fault on percutaneous lead fracturespecific component(s) involved: other component malfunction, specifyadditional text:other component: percutaneous leadcausative or contributing factor: no specific contributing cause identifiedother cause:intervention(s): other interventions, specifyother intervention : glue and clamshell hardplate used for percutaneous leadimplant device type: lvadmalfunction device type:

Event description:
Major pump unit(s) involved: external control system failure.